Event description:
The report stated that the device would not work. The jaws of the device broke and pieces of plastic fell off into the cavity. All the pieces were retrieved. There was no pt injury.

Manufacturer narrative:
.